Event description:
It was reported that this lead was explanted due to high pacing thresholds. It was successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.